Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the target lesion located in the severely calcified and moderately tortuous mid left anterior descending artery. A 2.25x24mm promus element plus stent was advanced for treatment but was not able to cross the lesion. Upon removal, the physician noted that a stent strut had become lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the target lesion located in the severely calcified and moderately tortuous mid left anterior descending artery. A 2.25x24mm promus element plus stent was advanced for treatment but was not able to cross the lesion. Upon removal, the physician noted that a stent strut had become lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: initial visual examination noted distal stent strut damage as one strut appeared stretched during a profile review of the stent. Further analysis found a severe shaft hypotube kink located approximately 350mm distal from the strain relief. There was also minor kinking along the remainder of the shaft. No further damage was noted which could have contributed to the reported complaint. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).